Event description:
It was reported by the attorney that the patient underwent a laparoscopic repair of an incarcerated umbilical hernia on (B)(6) 2012 and mesh was implanted. It was reported that postoperatively the patient complained of increased pain over the next 4 months, she was treated with antibiotics and a CT scan on (B)(6) 2012 revealed an increase of liquid over the hernia repair area. The patient was diagnosed with diverticulitis and a bowel obstruction on (B)(6) 2012, and an incarcerated small bowel obstruction on (B)(6) 2012, at which time she had a surgical repair and reduction of the herniated bowel. There was a hole noted in the mesh, which was repaired with sutures, and then umbilicus had become purple and was removed. On (B)(6) 2013 the patient reported that she had felt a ¿pop¿ in her abdomen while bending to pick something up, and was advised to wear an abdominal binder and refrain from strenuous activities. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.